Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that discordant, falsely low glucose and carbon dioxide results were obtained on multiple patient samples on the dimension vista 500 instrument. Siemens determined that quality controls were within expected ranges on the day of the event and a customer service engineer (cse) was dispatched to the customer's site. The cse ran mix diagnostics, replaced the sample probe 1 (s1) vertical belt, probe and printed circuit assembly (pca) board, and aligned the integrated multisensor technology (imt) and s1 probes. Then, the cse repeated mix diagnostics and a quick check. Based on these results, the cse returned to the customer's site and replaced the s1 mixer and align the s1 probe. The customer ran controls and calibration, which resulted acceptably. The cause of the discordant, falsely low co2 and glu results was potentially due to the malfunctioned sample mixer. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) and glucose (glu) results were obtained on multiple patient samples on a dimension vista 500 instrument. Some samples were repeated on the same instrument for co2, resulting in other discordant, falsely low co2 results. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported to the physician(s) as the correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 and glu results.